Manufacturer narrative:
MFR received date: 05 dec 2019. The manufacturer's international service technician confirmed the reported issue. The power switch overlay was replaced to address the finding and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019.

Event description:
Alarm led failed alarm occurred. There was no patient involvement.